Event description:
The report received from the affiliate states that a hematoma was confirmed near the opt ease placed in the inferior vena cava (ivc). The patient was a (B)(6) female who underwent optease vena cava filter insertion on (B)(6) 2011. The indication for the filter insertion was deep vein thrombosis (dvt). It is unknown how the dvt was diagnosed. The target lesion was the ivc. There was no thrombus at the delivery site. Femoral approach was chosen for the procedure and an optease (complaint product) was placed in the ivc. There was adequate wall apposition to prevent migration. There was no complication regarding the filter placement. There was no tilt noted after deployment. Four days post filter implant the patient complained of an abdominal pain. A CT scan was conducted and a hematoma was confirmed near the opt ease placed in the ivc. The patient developed anemia and so blood transfusion was performed and medication was administered. The patient is now in a stable condition. It is unknown when the physician plans to remove the filter from the patient. The physician commented that the barbs of the filter might have damaged the ivc and caused bleeding. It was noted that no tests were performed to confirm if the walls of the ivc were perforated by the barbs of the filter.

Manufacturer narrative:
The report received from the affiliate states that a hematoma was confirmed near the opt ease placed in the inferior vena cava (ivc). The patient was a (B)(6) female who underwent optease vena cava filter insertion on (B)(6) 2011. The indication for the filter insertion was deep vein thrombosis (dvt). It is unknown how the dvt was diagnosed. The target lesion was the ivc. There was no thrombus at the delivery site. Femoral approach was chosen for the procedure and an optease (complaint product) was placed in the ivc. There was adequate wall apposition to prevent migration. There was no complication regarding the filter placement. There was no tilt noted after deployment. Four days post filter implant, the patient complained of an abdominal pain. A CT scan was conducted and a hematoma was confirmed near the opt ease placed in the ivc. The patient developed anemia and so blood transfusion was performed and medication was administered. The patient is now in a stable condition. It is unknown when the physician plans to remove the filter from the patient. The physician commented that the barbs of the filter might have damaged the ivc and caused bleeding. It was noted that no tests were performed to confirm if the walls of the ivc were perforated by the barbs of the filter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Film review findings: this complaint involves a (B)(6) female who underwent placement of an optease ivc filter. Indication for filter insertion was dvt. Femoral approach was chosen for the procedure. As per clinical report, there were no difficulties during filter deployment. Four days after filter placement, the patient complained of abdominal pain. A CT scan revealed a right retroperitoneal hematoma near the apex of the filter. The patient was treated supportively and remained stable. Observations: a single cd-rom with a power point file containing CT images is submitted for review. No images from the implantation procedure are provided. CT images of the abdomen performed with oral and intravenous contrast show a right retroperitoneal hematoma extending along the anterior pararenal space. The collection contains a hematocrit level. The epicenter of the collection is above the level of the filter. The filter appears well expanded and in good position. Conclusion: this complaint involves a patient who developed a retroperitoneal hematoma within 4 days of an optional filter implantation. Full evaluation is limited due to limited clinical information and images provided. In fact, no images from the implantation procedure are provided. Retroperitoneal hemorrhage is a well documented, but infrequent, potential complication of ivc filter placement. To my knowledge, caval perforation leading to retroperitoneal hemorrhage occurs most commonly during the implantation rather than afterward (secondary to barb perforation etc...). Stiff guidewires, aggressive guidewire advancement, advancement of dilator and sheath without wire, movement of partially apposed filter are all potential causes of caval perforation/rupture. We do not have enough information to fully evaluate this complaint. The complication appears to have been managed appropriately. Vessel damage is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Clinical study data and a review of published literature supports the safety and performance of vena cava filters when used as intended. The safety profile and types/incidences of complications reported in the literature were consistent with hazards identified in the product risk assessments, with reported complaints since product introduction worldwide, and with known hazards identified for these types of devices. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.